Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is user error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting, a check lines and bags alarm occurred on the home choice (hc) during prime/ patient not connected. The home patient (hp) stated she removed the bag on top and replaced it with another. The technical service representative (tsr) explained to the hp that by removing the bag and replacing it, she compromised the set up and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention was reported.